Manufacturer narrative:
It was reported that the carrying case¿s clip, or snap hook, was damaged. The unit was returned for evaluation. The reported event for the carrying case was confirmed during the visual inspection process. It was observed that the left plastic strap clip (front view) of the inner bag was missing. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged clips can be attributed, but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The patient carrying case is used to safely secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. The instructions for use (IFU) and patient manual caution the user to use only heartware supplied components with their heartware system. Users are instructed that the carrying case can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warns to not used a clothes dryer and to make sure that the carrying case is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged components to heartware. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
A report was received that the patient came in the clinic and notified the vad coordinator that the clip of his patient pack was missing. There were no reported patient consequences associated with this event. No further information was provided.